Event description:
Customer called to report receiving an abo discrepancy on the galileo using the fwd abo assay. An a negative patient typed as ab negative on the galileo.

Manufacturer narrative:
Instrument images confirmed the unexpected reactions. The galileo operator manual states that forward only abo-rh testing has a higher risk of mistype due to the abscence of the reverse type results. For this reason abo-rh results should always be compared to the patient or donor's history.